Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 and 2367; which occurred on the homechoice (hc) during use. The home patient (hp) stated that one of their bags fell and disconnected. The technical service representative (tsr) assisted with troubleshooting and ending therapy. The tsr advised the hp to contact their nurse. This writer contacted the peritoneal dialysis registered nurse (pd rn) for a follow-up regarding reported problem. The pd rn stated that they did not know about this alarm, but they stated they will check up on the patient to see if they are okay. The pd rn stated that as far as they know therapy is continuing fine for the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated that one of their bags fell and disconnected from the connection. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.